Manufacturer narrative:
Findings: pump received with no button response due to flattened express bolus, esc, act, up and down button dome switch. Also received with scratched lcd window. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 134 mg/dl. Customer stated that the doctor recommended she call medtronic to get a replacement pump. Customer's nurse practioner also noticed it was a problem. Customer also stated that she has to put a lot of pressure on the keypad in order to make it work. Customer reported that the arrow buttons used to have an issue, but the buttons are now okay. Customer stated that the buttons were always like that. Insulin pump will need to be replaced. No additional information provided.